Manufacturer narrative:
We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient visited the emergency room (ER) due to high blood glucose (bg) levels of 372 mg/dl and nausea, while wearing the pod on the abdomen between 24 and 36 hours. At the hospital, the patient was administered rapid-acting insulin -novorapid and a new pod was applied.

Manufacturer narrative:
The received device had the cannula assembly deployed. The pod generated an 0x1c pump expiration alarm after operating for 80 hours. Fluid was able to pass through the fluid path without struggle. No defects or deficiencies were found that would result in a failure of the device to deliver insulin.